Event description:
It was reported that the 9800 system the lost cine run during an aneurysm case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive and cine bridge were replaced as a precaution during the svc call. The system was tested and found to be working as intended, and placed back into service.